Event description:
It was reported that when the customer's device is powered on, the display is completely pixelated and the device would not boot up completely. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control further evaluated the removed pcb assemblies and determined that the memory pcb assembly causes the system pcb assembly to not boot up. The cause of the reported failure was due to a failure with the memory pcb assembly.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the system and memory pcb assemblies and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.